Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. There were no additional adverse patient effects reported. The implantable cardioverter defibrillator (ICD) was explanted.